Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had error, unable to calibrate fiber optic feature.

Manufacturer narrative:
Updated fields; b4, g3, g6, h2, h4, h6, h10. A getinge field service engineer (fse) spoke to the customer's biomed, where it was mentioned that there wasn't an issue with the unit, rather they were having an issue with an external device. The customer who placed the call put the unit back into clinical service before the onsite biomed could investigate the unit. The customer's biomed stated that they do not want the unit to be investigated at this time and to close the service request.

Event description:
N/a.